Event description:
A zoll pt service representative (psr) called zoll customer support to report that a (B)(6) male pt's battery charger/modem was intermittently charging batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (intermittently charges batteries) was confirmed. Upon investigation the battery charger power supply connector pins were recessed, which caused the intermittent battery charging issue. The root cause for the damaged pins could not be positively identified but was likely excessive force when connecting the power supply to the battery charger/modem. No adverse event resulted from the damaged power supply connector. The patient received a replacement battery charger/modem.